Manufacturer narrative:
(B)(4). Additional information: surgeon name has been added and the procedure was a colorectal case.

Manufacturer narrative:
(B)(4). Additional information: swing tab in unlocked position. The analysis results found that the tlc75 instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload had the swing tab in the locked position, and the proximal 3 drivers up without staples; the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the instrument was tested for functionality with the returned cartridge reload and it performed as intended. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was the cut line complete? Did the staples fall out of the tissue? Did the staples fall out of the cartridge?

Event description:
It was reported that during an unknown procedure, the device did not fire right to the end of the staple line and staples fell out. It would not fire on subsequent loads. It is unknown how the procedure was completed. There was no adverse consequence to the patient reported.